Event description:
Rn responding to IV pump alarm noticed IV fluids pouring out of microclave connector above IV cassette; blue part of clave connector noted to be cracked; gel noted to be missing from microclave connector. There was no harm to the pt from this event.